Manufacturer narrative:
Complaint conclusion: as reported, the proximal edge of the balloon on an 8mm x 4cm saber percutaneous transluminal angioplasty (pta) balloon catheter was separated out of the box. A separation was also noted to the distal portion of the plastic balloon covering and there was difficulty removing the balloon cover. The device did not enter the patient and was not used. There were no reported injuries to the patient. This was during a pedal access procedure in which a 4f 10cm rain tibial pedal catheter sheath introducer (csi) was used. There was no damage to the outer packaging for the saber pta balloon catheter observed prior to opening the device. The device was stored per the instructions for use (IFU), and there was no difficulty removing it from the packaging. The balloon cover was not rotated or twisted during removal. The device was discarded and was not returned. A product history record (phr) review of lot 82306844 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿packaging/pouch/box - removal difficulty - protective balloon cover (balloon catheters)¿ and "balloon separated" could not be verified as the device was not returned for analysis, nor were procedural images provided. The exact cause of the reported event cannot be determined. Handling and procedural factors likely contributed to the reported event. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Without twisting, slide the forming tube off the balloon. Remove the forming tube from the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the proximal edge of the balloon on an 8mm x 4cm saber percutaneous transluminal angioplasty (pta) balloon catheter was separated out of the box. A separation was also noted to the distal portion of the plastic balloon covering and there was difficulty removing the balloon cover. The device did not enter the patient and was not used. There were no reported injuries to the patient. This was during a pedal access procedure in which a 4f 10cm rain tibial pedal catheter sheath introducer (csi) was used. There was no damage to the outer packaging for the saber pta balloon catheter observed prior to opening the device. The device was stored per the instructions for use (IFU), and there was no difficulty removing it from the packaging. The balloon cover was not rotated or twisted during removal. The device was discarded and will not be returned.